Manufacturer narrative:
The handle (B)(4) was returned for an instrument would not fire condition. Upon a visual inspection of the handle, it was noted that there were no abnormalities. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Test battery 0051 was inserted into the handle. Upon insertion, the handle successfully completed the power up and calibration sequences. Test adapter 0167 was then inserted onto the handle. Upon insertion, the green adapter status led began blinking indicating the handle recognized the adapter. After a successful calibration, the green adapter status led turned solid indicating the adapter was ready for a reload. A reload (batch # n6m0706kx) was inserted into the adapter. Upon insertion, the green reload status led began blinking indicating the software recognized the presence of the reload. The reload was open/closed, and articulated. The reload was attempted to be fire but it was noted that neither of the green push to fire buttons allowed the handle to enter firing mode. The eeprom was evaluated and it was noted that the green push to fire buttons were not registering in the eeprom. The handle was then disassembled. The quick connect, nose cone, switch block, and back handle were removed, exposing the motors and bldc board. The switch block was reassembled into a known working unit and found to function properly and a known working switch block was assembled into the returned handle. The condition did not replicate on the known working unit and the condition did not clear from the returned device. This test concluded that the issue was not due to any assembly or component issues on the switch block of the device. The open hall effect sensors were examined, and there was no exterior damage. Additionally, the associated circuitry was examined, and there were no signs of esd damage, all solder connections were intact, and no traces were damaged. The bldc board was then removed from the handle exposing the hall effect sensors and associated relays. The hall effect sensors were then activated individually using a rotation toggle removed from a known working switch block. The left and right articulation, open and close/fire, and clockwise rotation, and counterclockwise rotation sensors each responded as intended when activated with the rotation toggle. However the firing mode sensor did not respond as intended when activated. The associated relay (d23) was probed and it was found that the relays were active prior to activation by the rotation toggle. Engineering was able to replicate the reported instrument does not fire condition. After investigation it was found that neither green safety buttons worked. Further evaluation found that the relay responsible for the green safety buttons (d23) were active prior to activation by the green safety button. The source code was reviewed and it was found that a condition would take place where button presses would not be processed if there was a button press activated at start-up and that the buttons would resume functionality once the button was no longer registered. The bldc board will be sent back to the vendor for further evaluation to determine if the issue is a result of the bldc circuit or defective components. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device has no problem with closing and opening, the nurse test the device, then she handed it to the surgeon pushed the fire button but it does not work, so they changed the cartridge to a new one, but the same problem occurred, so they changed the cartridge to a new one.